Event description:
It was reported that the alarms raised by the arctic sun device for low flow. Machine swapped and alarms persisted. Change of pad solved the issue. Pads identified as the issue. Unable to deliver therapy in timely manor. Per follow up information updated on 28apr2023, no defect identified. The root cause was unknown, however device showed ¿air leak¿. The pads kept alarming low flow and would not empty, device also showed air leak and pad sizing was correct.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿use of punctured pads or pad lines ¿. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." "Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the alarms raised by the arctic sun device for low flow. Machine swapped and alarms persisted. Change of pad solved the issue. Pads identified as the issue. Unable to deliver therapy in timely manor. Per follow up information updated on (B)(6) 2023, no defect identified. The root cause was unknown. However, device showed ¿air leak¿. The pads kept alarming low flow and would not empty. Device also showed air leak and pad sizing was correct.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is the use of cracked connectors. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam, slight chip visible at the end of connector, tubing for all the pads noted no kinks present and hydrogel was intact with pad and not separated. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarms raised by the arctic sun device for low flow. Machine swapped and alarms persisted. Change of pad solved the issue. Pads identified as the issue. Unable to deliver therapy in timely manor. Per follow up information updated on 28apr2023, no defect identified. The root cause was unknown, however device showed ¿air leak¿. The pads kept alarming low flow and would not empty, device also showed air leak and pad sizing was correct.